Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Reportedly, the customer was able to charge the pump with an alternate cable and the issue was resolved. There was no reported impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.